Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a device change out this right ventricular (rv) lead was placed into the heart with normal measurements noted. After the right atrial (ra) lead was placed it was noted that the pacing thresholds had increased, high out of range pace impedance measurements were noted, and a failure to pace was seen when re-checking the rv lead. A perforation was suspected but not confirmed on the echocardiogram as no change in blood fluctuations was seen. A new lead was used. This lead will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that during a device change out this right ventricular (rv) lead was placed into the heart with normal measurements noted. After the right atrial (ra) lead was placed it was noted that the pacing thresholds had increased, high out of range pace impedance measurements were noted, and a failure to pace was seen when re-checking the rv lead. A perforation was suspected but not confirmed on the echocardiogram as no change in blood fluctuations was seen. A new lead was used. This lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted that the lead had a stylet in the lead and the helix was retracted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a device changeout this right ventricular (rv) lead was placed into the heart with normal measurements noted. After the right atrial (ra) lead was placed it was noted that the pacing thresholds had increased, high out of range pace impedance measurements were noted, and a failure to pace was seen. A perforation was suspected but not confirmed on the echocardiogram as no change in blood fluctuations was seen. A new lead was used. This lead will be returned for analysis. No adverse patient effects were reported.